Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 02-may-2024, it was reported by the patient that infusions set was leaking from site within 3 days of use. High blood glucose level was 405 mg/dl. Infusion set was placed in abdomen. Patient replaced infusion set and resumed insulin successfully. No further information was available.